Event description:
The facility reorted an infusion pump with a failure code 535:320.844.0000. The event was reported to have occurred during biomed testing. The hosp. Rep. Stated thay have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no additional information was provided regarding pt's demographics. Medication involved, or device programming no additional contact infomration was available.